Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent treatment of an abdominal aortic aneurysm using three gore® excluder® aaa endoprostheses. On (B)(6) 2017, 6-month follow-up revealed a distal type I endoleak originating from the ipsilateral leg component (plc271200j/15059078) in the right common iliac artery. On the same day, a reintervention was performed whereby embolization coils were implanted within the aneurysm just above the terminal aorta and an additional stent graft (contralateral leg component/plc271200j) was implanted in the right common iliac artery to treat the type I endoleak. The endoleak slightly remained but no further treatment was performed. The patient tolerated the procedure.